Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of hemorrhage, worsening mitral regurgitation, cardiac tamponade, respiratory failure and worsening heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article titled, treatment of mitral regurgitation in patients with impaired ventricular function: impact of intracardiac electronic devices (from the (B)(6) transcatheter mitral valve interventions registry).

Event description:
This is filed to report. Hemorrhage, mitral regurgitation, heart failure, cardiac tamponade, respiratory failure, surgery, intervention and hospitalization. This event was captured based on literature review of the article: percutaneous treatment of mitral regurgitation in patients with impaired ventricular function: impact of intracardiac electronic devices (from the german transcatheter mitral valve interventions registry), which identified mitraclip devices that may be related to hemorrhage, mitral regurgitation, heart failure, cardiac tamponade, respiratory failure, surgery, intervention and hospitalization. Details are listed in the attached article. No additional information was provided.